Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported no additional troubleshooting was done. The cause was not determined and the issue has not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2020. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 06-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt states while charging her ins feels like its burning, pt states she thinks the burning feels as though its under the ins. Pt states she doesn't know how to describe this. Pt states the outside gets warm and feels its going in the inside. Pt states it feels like she can feel a lead and is aggravating her. Pt states she can feel her lead. The patient was redirected to their healthcare provider to further address the issue. Pt states her hcp was supposed to get a hold of a rep because her system is not working for her. Pt states she is not sure who he reached out to.pt states her ins location burns when charging and she has just put up with this. Pt states this all started a couple months ago. Pt states she just needs a rep to look at this. Pt states pt states the dr who is coordinating this is dr. (B)(6). The patient was redirected to their healthcare provider to further address the issue. Pt states shes in constant pain in her hips and knees.